Event description:
Related manufacturer reference numbers: 2017865-2023-19060, related manufacturer reference numbers: 2017865-2023-19062 . It was reported via product return that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was cardiac arrest. Further information was requested but not received.

Manufacturer narrative:
Device was returned due to deceased patient. Electrical, mechanical and environmental tests, and longevity assessment of the device were normal with no anomalies found.